Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at weld site, approx. 22mm and approx. 34mm proximal of weld site. The proximal section of j stiffener wire measures approx. 53mm and has migrated down lead body approx. 46mm proximal of weld site. Visual inspection under 30x magnification also indicates lead was snipped or cut approx. 18cm proximal of fixation helix housing electrode tip, with evidence of flared coil wire ends. It appears that the entire j stiffener wire was received with all recorded measurements add up to approx. 87mm. X-ray of lead distally confirms j stiffener wire fractures.